Manufacturer narrative:
The two returned reciproc blue files r25 8/100 31mm 025 are both broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1680546, #1682905 and #1685927). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved products that broke during use were not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
This report is for the 1st device: 1 of 2. In this event it was reported that two reciproc blue files broke during use at same patient; broken parts not removed yet. Update to be requested. Outcome of the event is unknown as of this MDR evaluation.